Event description:
It was reported that the system responded with error 3 during an unknown procedure. The handpiece was replaced and the case continued with no pt consequence. The handpiece was discovered to have a loose mount.